Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and revealed the conductor of the lead was fractured and the distal portion was flexed. The outer insulation was breached, depressed and contained a white substance. The analyst commented that the lead was returned with the distal conductor fractured, flexed and the outer insulation breached and cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture and a possible insulation breach. The lead was partially explanted and replaced with a new epicardial lead. No patient complications have been reported as a result of this event.